Event description:
Boston scientific received information that this patient presented in complete heart block and this lead was explanted due to a mechanical lead complication. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that tensile forces applied during the explantation procedure contributed to this observation. The cuttings in the insulation and deformations of the outer conductor coil resulted most likely from the explantation procedure. Blood penetrated the lead. In summary, a deformation of the fixation helix was observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.